Event description:
It was reported that during implant procedure of this left ventricular (lv) lead the physician noted a possible cardiac tamponade. An echocardiogram was performed and the lv lead perforation was confirmed. In addition, a pericardiocentesis procedure was performed, after which the patient appeared to be in stable condition. Reportedly, the right atrial (ra) and right ventricular (rv) leads will remain implanted and the lv and cardiac resynchronization therapy defibrillator (crt-d) device will be implanted in a separate procedure once the patient condition is optimal. The attempted lv lead is not expected to be returned for analysis as it was disposed. No additional adverse patient effects.

Event description:
It was reported that during implant procedure of this left ventricular (lv) lead the physician noted a possible cardiac tamponade. An echocardiogram was performed and the lv lead perforation was confirmed. In addition, a pericardiocentesis procedure was performed, after which the patient appeared to be in stable condition. Reportedly, the right atrial (ra) and right ventricular (rv) leads will remain implanted and the lv and cardiac resynchronization therapy defibrillator (crt-d) device will be implanted in a separate procedure once the patient condition is optimal. The attempted lv lead is not expected to be returned for analysis as it was disposed. No additional adverse patient effects.